Manufacturer narrative:
The customer purchased a replacement device. Physio-control removed the system pcb assembly from the customer's device and scrapped the device. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to the single board computer (sbc).

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle and would lockup. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle and would lockup. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle and would lockup. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.